Event description:
It was reported that this pacemaker reverted to safety mode operation. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A memory download could not be performed when the device was received. The device case was opened, and visual inspection revealed no irregularities. The device was connected to an external power source, and the original firmware was downloaded onto it. When connected to the external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Further testing of the battery cell found no anomalies, and the device did not enter safety mode after being connected to the external power source overnight. Although the clinically observed safety mode was likely caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery depletion, and analysis of the battery found no anomalies.

Event description:
It was reported that this pacemaker reverted to safety mode operation. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.